Manufacturer narrative:
Device received with complete broken reservoir tube lip and missing reservoir tube o-ring. The p-cap did not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted. Device passed self test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm were noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had chipped at the opening of reservoir compartment. Customer's blood glucose level was unknown. Customer reported that they changed batteries for every 6 to 7 days. Customer reported the reservoir did not screw in as tight as it used to. The insulin pump will not be returned for analysis.